Event description:
It was reported that the right ventricular (rv) lead pacing impedances were fluctuating and high. The lead threshold was also reported to be fluctuating "massively." The lead was explanted and replaced. The hospital did not provide the serial number of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).